Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that filed action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 419678 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high right ventricular and superior vena cava (svc) coil impedances. A possible lead fracture was suspected. It was indicated that the patient's condition had stabilized and high voltage function was no longer required however the physician expressed concerns that the issue could ultimately affect pace/sense function as well. Therefore, the pace/sense portion of the lead was capped and a chronic but inactive rv low voltage lead was uncapped and activated. No patient complications have been reported as a result of this event.